Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had touchscreen issues. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer indicated that the touchscreen cannot be calibrated. The remote service engineer (rse) advised the customer to replace the touchscreen and provided the customer with the part number of the touchscreen to order and replace.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.